Event description:
Co received a report from a foreign country that a male pt experienced an eye infection and noted that his lenses were "ruined" after using cleaning and soaking solution (co's cleaning and disinfecting solution). It is unk whether or not medical treatment was required to preclude a permanent injury. Co is attempting to obtain add'l info.